Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 144 mg/dl. Troubleshooting was performed. Reviewed the bolus history and found that the customer corrected for the food he had taken by giving 18.9 units of insulin. Ran a displacement test and a self-test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.